Event description:
Five plunger holder/track iis were received for repair of a broken plunger retainer. During in-house testing, three plunger holder/track iis caused a test fixture to fail to alert load syringe plunger. No pt injury or treatment was associated with this event.